Manufacturer narrative:
The device was returned for evaluation. The examination showed the fluid tank enclosure was stained, the tank covers were cracked and the heater did not pass electrical testing. The testing showed the device alarm did not work- this was caused by a faulty speaker on the printed circuit board.

Event description:
It was reported the audible alarm was not working. No adverse effects reported.